Manufacturer narrative:
Samples have been provided for evaluation. Visual examination of one of the samples shows orange stains in the foam tip, swabs and lidding which verifies the issue of ampoule pre-activation. Additional samples show orange dye inside the barrel but not extending to or above the trigger. The area around the orange tinted pledget will tend to be reddish/orange due to the ultrasonic welding process of the foam tip unto the body/handle which disperses the orange dye in the pledget to proximity area. This type of red/orange dye is acceptable around the tinted orange pledget and on the back side of the foam tip but is considered a non conformance when the orange dye extends throughout the barrel or is found on the lidding. The orange dye is not of foreign matter origin, but is an inactive ingredient inherit in the product by design. The orange dye powder may be dispersed to the outside of the applicator on rare occasions during the assembly, and packaging. Also, during the sterilization which uses vapor (water), when in contact with the orange dye brings out exaggerates the orange color intensity. The orange dye is used on the applicator as part of the design as a visual prepping confirmation on the patient¿s skin. The orange color inside the package does not indicate the product has been activated, leaking, or is dirty (foreign matter). The applicator is sterile if package is intact. The most probable root cause for orange dye around the orange tinted pledget is the equipment, process and / or material variability inherent to the process and design. A production record review was completed for batch/lot 1147596 and no non-conformance was noted during the manufacturing of this lot. No further action is required. This failure will continue to be tracked and trended. H3 other text : see narrative below

Event description:
It was reported by the sales representative that there are dots inside of the wrapper. Do we have an update on this? Customer has reached back out to see what the status is on our investigation. They have sent additional product back yesterday that also have these dots inside the wrappers and would like to know if the product is still deemed sterile? Best,

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the sales representative that there are dots inside of the wrapper. Do we have an update on this? Customer has reached back out to see what the status is on our investigation. They have sent additional product back yesterday that also have these dots inside the wrappers and would like to know if the product is still deemed sterile best.